Event description:
During an im nailing on a young male pt with an extremely small medullary canal, the reamer head broke and one or two device fragments were not removed. The nail could not be placed due to the small canal and the surgeon reportedly used a bone graft to complete the procedure.

Manufacturer narrative:
Add'l info has been requested. Device is an instrument and is not implanted. H3, h6: investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturer date can not be determined without a lot number. The complaint handling unit (chu) received info from the sales consultant on june 17, 2009 stating the incident occurred on (B) (6) 2009. The chu is subsequently submitting this 30 days notification on the info received on june 17, 2009.